Event description:
Pt underwent total knee replacement during 1989. She presented with complaints of pain of the operated right knee with some noted "squeaking" on movement of the knee. She reported recurrent effusion and crepitation. The pt was admitted to the hospital for right total knee revision. Intraoperatively, it was noted that the synovium was described as black in color. The patellar component demonstrated delamination of the polyethylene with an erosion of the medial portion of the patellar component. There was a marginal erosion of the medial portion of the patellar component. There was marginal erosion of bone along the femoral component; however, the component was tight. The tibial bearing insert demonstrated delineation and erosion. The tibial baseplate appeared satisfactory and tight. Intraoperative cultures were obtained which revealed no evidence of organism growth.